Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for deflation issue and retraction issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model atg80166 pta balloon dilatation catheter experienced a deflation issue and retraction problem. This report was received from one source. This event involved one patient with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model atg80166 pta balloon dilatation catheter experienced a deflation issue and retraction problem. This report was received from one source. This event involved one patient with no patient consequences. Patient age, weight, and gender were not provided.